Manufacturer narrative:
No conclusion code available. The reported discoloration was confirmed in the laboratory and was caused by the lead bore reaming process. The discoloration was found acceptable. Additional unidentified material was present near the atrial is1 lead bore. The cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a white spot was observed on the device header prior to implant. Device was not implanted. There were no adverse consequences to the patient.